Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic feeling palpitations. The manual threshold test revealed high capture threshold of 7.0 v at 1.5 ms in bipolar and 6.0 v at 1.5 ms in unipolar. Lead dislodgement was suspected.